Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged pneumonia while using the device. Patient also alleged visualization of particles in the airway. Medical intervention was prescription antibiotics and an x-ray. The manufacturer contact information has also been updated. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Product investigation lab visually observed minimal beige dust or dirt contaminate or coating, and dark fiber contaminate with the unit and airpath. Product investigation lab visually observed 1 dark hair or fiber contaminate. The hair or fiber contaminate was not located inside the airpath. The device's downloaded event log was reviewed by the manufacturer and found 0 logged errors. The manufacturer is unable to address the complaint or symptoms. The manufacturer finds that the observed contaminates were sourced from external environmental conditions. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections d9, g1, h3 and h6 for this updated information and coding.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused pneumonia in a patient. The patient received medical intervention from their doctor in the form of an x-ray and antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.